Event description:
Consumer stated that the bristles came out of their proxabrush in their throat, and that they were choking.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.